Event description:
2002 situation was described: the bed has been too warm in incubator mode, nurse had turned unit off temporarily. Resp therapist and x-ray tech wanted to make morning x-ray. Platform assembly and oha were in the lowest position (incubator). They decided they needed to raise oha to complete x-ray, pushed up arrow on oha, unit did not raise, then noticed power was off, then powered unit on. Unit finished self check then spontaneously, whole platform went up, nurse pushed down arrow to stop unit from raising, unit would not stop. As unit went up the shelf caught on the epicare power column then broke off. The shelf was holding a saturation tcm, a transcutarious monitor and calibration tanks (medgas). Tech caught the shelf as it broke off preventing contents from falling. Ventilator tubing was reaching full extension capability when charge nurse unplugged unit and it stopped raising.